Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), a fiber optic sensor failure occurred. A new iab was inserted, but the same issue occurred. Therapy was continued using a third iab. The three iabs were in use from 1400-1800. There was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report for the 2nd iab was submitted under mfg report number 2248146-2023-00634.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional email address: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), a fiber optic sensor failure occurred. A new iab was inserted, but the same issue occurred. Therapy was continued using a third iab. The three iabs were in use from 1400-1800. There was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.